Manufacturer narrative:
(B)(4). Concomitant medical products- unknown oxford femoral component therapy date - 10- april-2018, unknown oxford bearing, 10- april-2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00797 and 3002806535-2018-00798.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
The knee revision was due to tibia plateau fracture.